Event description:
It was reported the rv lead was capped and replaced, due to poor sensing, thresholds and low impedance. Patient had poor r-waves. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.